Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 15 years post implant of this 27mm bioprosthetic valve in the pulmonic position of a pediatric patient, it was replaced valve-in-valve with a transcatheter pulmonary valve (tpv). The reason for replacement was moderate insufficiency, structural valve dysfunction (svd), and moderate stenosis. No additional adverse patient effects were reported.